Event description:
Customer reported the alarm has no power. Batteries have been replaced with a new supply. No visible was reported and the date when discovered was not known. More info rec'd on the returned unit is "does not work, changed batteries and still will not alarm." No pt incident or injury reported.

Manufacturer narrative:
Results: eval of the returned unit revealed that the alarm has power. However, does not sound when weight is removed from the sensor, magnet is removed or the sensor is unplugged from the alarm. (B)(4).